Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet arcos con sz a hi 50mm cat#11-301310 lot#136320; biomet arcos 16x250mm spl tpr dist cat#11-301016 lot#124403; biomet cer option type 1 tpr sleve -3 cat#650-1065 lot#603760; biomet cer option 12/14 tpr sleeve -3 cat#650-1060 lot#746920. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03065.

Event description:
It was reported that the patient underwent hip revision approximately 7 years post implantation due to a fracture of the taper on an arcos modular stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with x-rays received. X-rays identified: left total hip arthroplasty with fractured proximal femoral stem but no obvious bony fracture identified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D11: biomet arcos con sz a hi 50mm cat#11-301310 lot#136320; biomet arcos 16x250mm spl tpr dist cat#11-301016 lot#124403; biomet cer option type 1 tpr sleve -3 cat#650-1065 lot#603760; biomet cer option 12/14 tpr sleeve -3 cat#650-1060 lot#746920; zimmer liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell cat#00631005632 lot #62436758. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information available at this time.